Event description:
It was reported that during pre-surgery, it was observed that the motor device was smoking. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter would not lock in, the device was power broken, and the hose had some small cuts. It was determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position which caused the device smoke. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was due to mishandling the device by allowing the hose to come in contact with a sharp object which punctured the hose or by exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.